Event description:
It was reported that the cns display screen failed during use. No consequence or impact to the patients.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device was having display issue on the secondary screen. Initially, cns displays lines on the main screen. When cns was shut down, customer disconnected the main unit from the transmitter (black box) and connected it directly to the cpu tower. When customer powered it back up, all items shifted over to the main screen; nothing was showing on the secondary screen. Customer tried rebooting a few more times, but the issue remained. Nk tech support assisted customer as follows: "had him power down the unit and disconnect the secondary monitor completely. Booted the unit up and exited the application. Checked the settings, all good. Powered the cns down again. Hooked up the secondary screen, bypassing the transmitter (black box), powered the unit on. Exited the application, set up the second screen in windows, booted up the application, set up dual display settings, all good. Now that all his screens are up and running, kevin wants to replace the transmitter for the main display since that was where/when all the issues began." The issue was isolated to the black box part # a/kp9604 aten, 8 port remote. Serial # and installation information regarding black box is not available. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: since the resolution was obtained as described above, the issue has not occurred. Investigation conclusion: the issue was isolated to a black box (kp9604 aten, 8 port remote), not the cns device. Specific information regarding the black box is not available. Due to insufficient information, the root cause black box failure could not be determined. Corrected information: e1: initial reporter address: changed from: (B)(6). To: (B)(6). F9. Approximate age of device: changed from 44 months to 43 months.

Manufacturer narrative:
It was reported that the cns display screen failed during use. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns display screen failed during use. No consequence or impact to the patients.